Event description:
On removal of expander, the metal backing disc was found to be free floating within the saline fluid. This implant was intact. It may have been manipulated such that the metal backing came off on removal of the expander. No adverse outcome to pt.